Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated, and the cylinders were too short. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).